Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed a cracked screen, corroborated by a user-submitted photo, and a replacement device was provided along with accessories. Symptoms included no clinical effects. Outcomes included no impact on health or medical care. Investigation included collection of user statements and logistical replacement. Investigation of this device revealed physical damage to the display assembly consistent with external impact, with no reported functional alarms or therapy interruption. It was concluded, based on previously established findings for similar reports, that the cause was user handling or external damage.